Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Updated b5.

Event description:
It was reported that patient stated she feels stimulation at the implant site location when increasing the stimulation on device. Patient is also reporting lack of efficacy, not seeing improvement with her symptoms even after being re-programmed. Impedances were checked by physician and found device-within normal limits. Physician suggested to schedule patient for stage 1 trial after removal since they never had an axonics trial. Patient had device removed on (B)(6) 2025. A new lead was placed in order for patient to go through advanced trial to determine efficacy. A patient's outcome was not reported.

Event description:
It was reported that patient stated she feels stimulation at the implant site location when increasing the stimulation on device. Patient is also reporting lack of efficacy, not seeing improvement with her symptoms even after being re-programmed. Impedances were checked by physician and found device-within normal limits. Physician suggested to schedule patient for stage 1 trial after removal since they never had an axonics trial. Patient had device removed on (B)(6) 2025. A new lead was placed in order for patient to go through advanced trial to determine efficacy. A patient's outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Supplemental report being submitted for the product investigation conclusion and coding, and to add to (d6b): explant date: (B)(6) 2025. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that patient stated she feels stimulation at the implant site location when increasing the stimulation on device. Patient is also reporting lack of efficacy, not seeing improvement with her symptoms even after being re-programmed. Impedances were checked by physician and found device-within normal limits. Physician suggested to schedule patient for stage 1 trial after removal since they never had an axonics trial. Patient is scheduled for removal of current device and a new stage 1 trial on (B)(6) 2025.